Event description:
A device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation at the third-party service center, the device was visually inspected and evidence of foam degradation was found - foam particles were visible and error codes were also present. The device was scrapped.